Event description:
On 2/7/97, a facility nurse informed the MFR's customer service rep that lately she has been having a lot of problems with the MFR's needles. The needles are hurting the pts and are not as sharp as they use to be. The facility nurse stated that the needles look the same, but the quality is not the same. Additionally, she stated taht the facility likes the device that the needles are utilized for, but now that the needles are blunt, they are causing scarring on the pts. The facility nurse was to return some of the unused needles to the MFR for eval. No further details were provided.

Manufacturer narrative:
Three unused devices from the same lot were returned to the MFR (MFR) and have been evaluated as follows: visual examination of the three (3) unused devices from the same lot revealed the devices were within original MFR's specs and no anomalies related to this event were noted. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances in relation to this event. Based on the info available and the results of the MFR's eval of the returned devices, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive; however, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's custome svc, complaints dept, clinical and sales reps. No further details are available. The MFR is now closing the file on this event.